Manufacturer narrative:
Gbo complaint no: (B)(4). Received 9 pieces of 450235/ g151137a for evaluation. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to the investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. The customer returned samples were visually checked; no defects were observed. Samples were also functionally analyzed; the reported error could not be reproduced. The complaint cannot be confirmed.

Event description:
Customer advised that a lab tech was drawing a patient when the needle disconnected from the holder while in the patient's. The lab tech had to remove the vacuette® tube first and then remove the needle. Patient suffered a minor bruise. No treatment required.